Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead could not be could not be fasten to the device due to a grommet set screw problem. The ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.